Event description:
It was reported that the patient had experienced a lack of effect; the pulse generator battery was overdischarged and had reset to factory settings that caused telemetry or communication issues. The power-on-reset status was attributed to the patient's condition and to lack of charging. Interrogation with the physician programmer showed recharge was needed. The patient received instruction in the physician mode recharge procedure that he completed on his own three times (dates unknown). At follow-up for reprogramming in 2008, another physician mode reset was completed in the clinical setting. No other symptoms were reported. There had been no patient injury attributed to the event.